Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ca2 calcium gen.2 on a cobas 8000 c (701) module. No incorrect results were reported outside of the laboratory. The sample initially resulted in a calcium value of 1.4 mmol/l. The sample was tested on a second analyzer, resulting in a value of 2.4 mmol/l. The calcium reagent lot number and expiration date were requested, but not provided.

Manufacturer narrative:
The field service engineer cleaned the sample pipettors, and adjusted the washing positions of all nozzles. Some spring mechanisms on the rinse units were not ok and these were repaired. The investigation determined the issue was caused by malfunctioning springs on the cuvette rinse station.